Event description:
The pt suffered an acute mi at the time of the procedure. One stent (3.5x18mm) was implanted in the proximal left anterior descending one month ago. On the same day as implant the pt suffered a spontaneous gastro-intestinal bleeding resulting in extended hospitalization. The bleeding resulted in hypotension which required intropes and prbc transfusion. The pt was discharged from the hospital. Pt was not taking asa or clopidogrel/ticlopidine 24 hours prior to the event. Please note that his device is not distributed in the united states.

Manufacturer narrative:
Required medical intervention. Eval results, conclusion: (lack of info).